Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the doctor tried to place the abutment on a 5 diameter implant and they were not able to assemble it.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment was returned for investigation. The associated dental implant was not returned. Visual evaluation of the as returned abutment identified no apparent signs of malfunction. Functional testing with an in-house mating implant was performed. The abutment was able to assemble successfully with the implant. The device was were intended for tooth #15. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the that an abutment would not assemble with an unknown implant. The abutment was returned but the implant was not returned. Therefore, the reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes. The following section was corrected: d11 concomitant medical product. H1: type of reportable event.

Event description:
No further event information is available at the time of this report.